Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, there was an issue with a couple different instruments in the frn (femoral recon nail) set. While inserting the nail, our surgeon struck the driving cap and the threaded portion broke off and became lodged in the insertion handle. Luckily, the nail was already inserted all the way so we were able to proceed with the case. In the same case, our surgeon began drilling with the stepped drill and noticed some interference between the drill and the nail. He continued to drill and then the tip of the drill broke off into the patients femoral neck. He was able to retrieve the broken piece and proceed with the case, but it certainly caused a delay. This report is for one (1) hammer guide. This is report 2 of 2 for complaint(B)(4).